Manufacturer narrative:
(B)(4) event year: 2017. Device analysis: the analysis results confirmed that the lx107 device was returned with the handle coating damaged and non functional as the jaws were misaligned; therefore, the clips could not be loaded into the jaws. No conclusion could be reached as to what may have caused the found condition of the jaws. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch history records were reviewed and certed by external manufacturing that the manufacturing criteria was met prior to the release of the equipment. The following information was requested, but unavailable: can you please clarify the statement you made "stripped handle, screw the instruments into the surgeon's glove"? Was the device handle coating damaged/cracked/separated? If yes, is this what is meant by "screw instruments into the surgeon's glove"? If yes, was the surgeon harmed by the device as a result of the issue? If yes, how was the surgeon's wound treated? If yes, please provide further detail of the event that occurred.

Event description:
It was reported that during a coronary artery bypass graft, device with misaligned jaw, forming a crossed clip. It has detached from the artery and it was necessary to repair with a suture. Stripped handle, screw the instruments into the surgeon's glove. There were no patient consequences.